Manufacturer narrative:
Additional manufacturer narrative: multiple requests for additional information have been performed; however, no response at this time. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
It was reported that a patient with a 31mm surgical mitral valve underwent a valve-in-valve after an unknown implant duration due to stenosis and regurgitation. The tmvr was performed with a 29mm 9600tfx..

Manufacturer narrative:
H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 31mm surgical mitral valve underwent a valve-in-valve after an implant duration of 16 years due to calcified leaflets, moderate stenosis, and severe regurgitation. The patient presented with nyha class ii. The tmvr was performed with a 29mm 9600tfx without complications. On pod #2, the patient was discharged. No investigational evidence surgical valve prematurely failed/malfunctioned.

Manufacturer narrative:
Corrected section: h6 (health effect-impact code, and device codes).